Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarms were not working as expected during use. The initial reporter advised that the patient circuit had become disconnected for an extended period and there were no alarms. There was patient use associated with the reported issue. However, there was no patient harm, as the vent was promptly swapped out. No further details about the patient were available.

Manufacturer narrative:
H6: ventec followed up with the customer to confirm whether or not the device was still available for return. The customer requested that the RMA be cancelled, with no further details or explanation provided. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.